Event description:
Ous MDR - on (B)(6) around 15:00, some records of episodes were confirmed at a regular in-office follow-up. Most of them occurred at midnight. All the vf episodes are due to noise detection according to the holter record. However, all the noise disappeared before it shock-therapy occurred; only charging records were documented. It was noted that detected noise after vp was larger than the time of vs. 5 feb: after some discussion with the physician, the device was rechecked at the patient home around 11:00. There were no suspected devices or instruments in the home with emis that might affect the implanted device. From the new follow-up data, 2 more vf-episodes were confirmed at 00:29 and 00:58 on (B)(6) 2016. Some tests were carried out with different position. Noise was confirmed by changing some settings. Impedance was normal. As confirmed the day before, noise after vp was larger. Changing settings were tried with acc, vcc and atm in case those settings might be related above phenomenon. The devices have been returned, but no explant date was provided.

Manufacturer narrative:
Upon receipt, the ICD and the lead under complaint were subjected to an extensive analysis. During the analysis of the ICD, sensing as well as shock delivery were tested and were found to be as specified. Additionally, the manufacturing records were inspected with no indication of any inconsistency. The ICD was proven to be fully functional by this analysis. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.